Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: customer called alleging that the jar on the top rim of the reservoir is breaking off. This is preventing him from getting all his medication. No pt injury reported.